Manufacturer narrative:
Exact explant date is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7034986.

Event description:
Related manufacturer reference number:1627487-2023-00275; related manufacturer reference number:1627487-2023-00276. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedance on 3 of 4 leads. As a result, surgical intervention was undertaken in (B)(6) 2022 wherein 3 of 4 leads were explanted to address the issue. It is unknown which leads had high impedance.